Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, documentation, drawings, instructions for use(IFU), manufacturing instructions and quality control was completed during the investigation. The product was unable to be returned for evaluation. However, an image was supplied showing the flared tubing completely separated from the proximal assembly. The flare appeared concentric. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the provided photo, and the results of our investigation; the root cause was determined to be manufacturing related as a decrease in flare diameter caused the hub separation. Appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter came apart. The complaint product had been inserted the day prior on (B)(6) 2017, and when the fellow was called to the floor to check the tube, it was discovered that the hub of the device had separated from the tubing portion. Additional information has been requested from the customer, but none has yet been made available. The device was ultimately replaced on (B)(6) 2017, but the original complaint device was not saved, and accordingly will not be returned for evaluation.